Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the exam was loading and showed 751 slices, but when finished loading, the studies reflected the appropriate number of slices, but only showed one slice. The site tried to load the exam via unstructured alternate method and the same thing happened. The site updated the software and the issue resolved. No patient was present at the time of the event.